Event description:
It was reported that the user experienced hyperglycemia after a recent infusion site change while using the insulin delivery system, with alarms for prolonged elevated glucose and subsequent assistance to perform another site change; the prior site reportedly did not have a bent cannula, and the user suspected the first insertion was not fully flush to the skin. Symptoms included high blood glucose with a maximum of 388 mg/dl, without ketone testing, medical intervention, or backup therapy. Outcomes included no injury, no loss of consciousness, and no hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed no device malfunction identified and a probable issue related to infusion site technique could not be ruled out. It was concluded that the event involved hyperglycemia with an unclear cause and no confirmed device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.